Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this system, the patient could not be converted after fourteen shocks were delivered from the device and seven external shocks were delivered. The next day, a completive subcutaneous array lead was interfaced to the existing boston scientific right ventricular (rv) lead with an adapter. Conversion was successful with the first delivered shock. Neither the device nor the lead was conclusively identified as cause of the reported clinical observations. The physician attributed the issues to the patient's very sick heart. No additional adverse patient effects were reported.